Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a hernia repair procedure on (B)(6) 2015 and straps were used. During the procedure, the device did not ensure enough force to pin the strap into the tissue. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
Actual device was returned for evaluation. Visual inspection was performed and no damage was noted. Functional inspection was performed and the device worked as intended. The device was disassembled to conduct a deep inspection and no damage was found on the internal components. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.